Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of cervical radiculopathy and spinal pain. The patient reported that the leads were not effective in relieving pain. The patient also reported that the stimulation would shock them and it was uncomfortable. The patient reported using a neck roller near the leads and that the leads may have migrated. The patient also recently received an etc. The impedances were checked at the time and multiple were out of range. The rep also stated that they are being scheduled for a lead revision.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient reported that they did not have any good coverage. It was reported that the 5 electrodes were out of range pre-operation. The patient reported that they had pt sub occipital inhibition techniques. The patient denied any environmental or external factors. The impedance was checked prior to surgery. The medical doctor completed x-rays at their last appointment. The impedance was checked both intra-op and post op and found 3,8,13 electrodes were out of range. The patient had good coverage the next day during programming. The doctor had moved leads superiorly on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.